Event description:
It was reported, through a facility medwatch, that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. As reported, "during cardiac catheterization, the taxus stent did not cross the cardiac lesion. When the balloon was pulled out to remove the stent and it was not on the balloon. Patient underwent entire body scan and the stent was not found. The guide wire was checked under fluoro and the stent was not found. A successful balloon angioplasty was then performed." No further pt complications occurred. Additional info was requested but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.